Event description:
According to the reporter, the surgeon inserted the mesh into the camera port when the air seal dislodged from the port and became wrapped around the mesh inside the patient. The surgeon had to remove the mesh, detach the air seal from the mesh, and reinsert the mesh. The surgeon then used forceps to try to reattach the air seal to the port and continued the operation. The same issue occurred with another trocar.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.